Event description:
Device malfunction: unspecified. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure after an unspecified procedure. Reportedly, an unspecified failure occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded, but three unused sterile starclose se device with the same lot number, is expected to be returned for evaluation. They have not yet been received. A follow-up will be submitted with any relevant information. The lot number was provided. A follow-up will be submitted with any relevant information.